Manufacturer narrative:
Concomitant medical products: t505c227 tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during wound check after an right ventricular (rv) lead revision procedure it was noted that the right atrial (ra) lead exhibited a fracture. The ra lead remains in use. No patient complications have been reported as a result of this event.